Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot numbers is as follows: medical device lot #: 7157829, medical device expiration date: 06/30/2018, returned to manufacturer on: 11/27/2017, device manufacture date: 06/06/2017, medical device lot #: 7160911, medical device expiration date: 06/30/2018, returned to manufacturer on: 11/27/2017, device manufacture date: 06/09/2017. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin n (lh) blood collection tubes had under filing. No serious injury medical intervention.